Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. A visual inspection displayed no signs of physical damage. There were no signs of thermal damage. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered energy without any issues on 3 of 3 attempts. The instrument was fully functional, and there were no problems detected.

Manufacturer narrative:
Based on the available information, a probable root cause for this event could not be determined. Intuitive surgical, inc. (Isi) has not received a product for a failure analysis evaluation. An isi field service engineer was dispatched to the site to evaluate the integrated electrosurgical unit (iesu) and was unable to reproduce the customer reported complaint. Bipolar energy was confirmed to be operating normally. The system was tested and verified as ready for use. If additional information is obtained, a follow-up MDR will be submitted. A review of the two provided images associated with this event was performed by an isi clinical development engineer (cde). Per the cde, the images show a blister that then progresses to a lesion on the patient¿s skin. It appears to be several centimeters adjacent to the assist port. The path of electrical current in bipolar instruments, such as the maryland and the vse, is confined to the tissue between the two tips. As such, we would not expect any stray energy from these instruments at the site of the wound in the images. Pressure injuries from prolonged contact with instruments or accessories can also result in ulcerated wounds. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted salpingo-oophorectomy surgical procedure, a white blister was found near the right lateral port. It was presumed to be the result of a burn injury. During the procedure, a maryland bipolar forceps instrument and a vessel sealer extend instrument were both used, which the hospital suspected might be the reason for this issue. No monopolar instruments were used in the case, including no laparoscopic or hand monopolar instruments. The customer only used bipolar energy during the case, via the erbe generator. The settings used were unknown. The grounding pad was placed on the patient¿s right calf; it appeared to be properly placed on the patient, and it did not appear to have any defects. Double cannulation was not used, and there was no evidence of arcing observed during the surgical procedure. No damage or abnormalities were observed relating to any instruments/accessories. There were no difficulties or abnormalities when inserting the obturator and/or cannula/trocars. It was not believed that the blister may have been due to trocar/cannula pressure against the port walls. The surgeon used a syringe to remove the fluid from the blister; any other medical interventions are unknown. The surgeon did not excise the affected tissue. The hospital has not come to a conclusion regarding this event, and they confirmed that the vessel sealer extend instrument was discarded.